Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 5/8 in., 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was some issues with syringes/needles not drawing (clogged/blocked).

Event description:
It was reported while using bd safetyglide¿ needle only, 5/8 in., 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was some issues with syringes/needles not drawing (clogged/blocked).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 19-aug-2022. H.6. Investigation summary: one sample was provided to our quality team for investigation. Upon sample inspection, no needle clogged defect was observed. A device history record review was completed for provided lot number 1152490. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed. H3 other text : see h.10.